Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of her automated peritoneal dialysis therapy. Per initial report, the home pt's spouse noted that the unused supply line was split down the side. The home pt's spouse explained that the box that the cassette was in was damaged during delivery. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.